Event description:
A hospital in (B)(6) reported that an rd900 had a pressure problem. This was found before patient use.

Manufacturer narrative:
(B)(4). The complaint device has been received by our (B)(4) office for evaluation. We will provide a follow up report when our investigation has been completed.